Event description:
Caller reported a malfunction alarm. There was no reported impact to the customer's blood glucose level, as the caller declined to answer whether it exceeded 500 mg/dl. Technical support assisted the caller by providing pump reset information, and after resetting the pump, the malfunction did not recur. The customer understood the instructions and was advised to call back if any issues persisted, permitting continued use of the pump.